Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced no data for an unknown extended period of time. No additional patient or event information is available. The complaint device was not returned, but the receiver (s/n (B)(4)) that was used with the device has been received for evaluation on (B)(6) 2016. A follow-up report will be submitted once the evaluation is complete. The data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the report of no data. The sensor was inserted into the arm. The product labeling indicates that sensor insertion is not approved in sites other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device is unknown; however, a receiver (part number str-gf-001/serial number (B)(4)/lot number 5213168) was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and the test failed. A review of the data log did not find any errors related to the customer complaint. The receiver case was opened and an interior visual inspection found moisture damage. Because the complaint device is unknown, the evaluation of the receiver is not relevant to the complaint. The customer complaint could not be confirmed. A root cause could not be determined.